Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Revision surgery - neutral head (46x16) and std neck were removed and replaced with offset head (46x16) and std implants. Both stem and glenoid were checked and confirmed to be well fixed. The pt had pain and was suffering from limited mobility. The joint was overstuffed and had too much retroversion on the stem. The doctor reduced the head size. The pt also had a femoral bone fracture that was observed on x-rays. The fracture was found to be healed.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure the analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked a lot. The valve was pushed with a forceps, but air kept leaking. Another device was used to complete the procedure. There were no adverse consequences for the patient.